Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoirs did not work because they will lock in place and had low blood glucose value. Customer's blood glucose value was 40mg/dl. Customer declined to troubleshoot for low blood glucose value. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated three open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion reservoirs were not occluded.